Event description:
It was reported that the device was being returned due to the bezel post recall. There was no patient involvement.

Manufacturer narrative:
The customer reported issue was confirmed. A review of the device history record for sn (B)(6) was performed from date of manufacture 01/10/2014 to the present date 10/22/2020 and confirmed that this device was previously returned for servicing one time. Device had similar service repair history. There were no production failures indicated on the source device.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device was being returned due to the bezel post recall. There was no patient involvement.